Event description:
It was reported that the keypad had intermittent response. No further information reported.

Manufacturer narrative:
The displacement test could not be performed due to an unresponsive keypad. The insulin pump had no button response due to a connector not plugged in properly. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.